Manufacturer narrative:
Reported event: it was reported ¿this pi is for patient 3 of 3. 55 yo male, surgery (B)(6)2019. Right knee. As reported by surgeon: attached are xrays of three patients I previously discussed. All have concerning radiolucencies underneath the tibial baseplate that appeared several months post op. Thus far, none have required revision but all have some degree of pain (mostly medial). Again I never saw this prior the mics transition. Let me know your thoughts and if any other surgeons have seen this issue. More recently, I have been using a 2mm drill to perforate the sclerotic tibial surface to promote better cement interdigitation and my results seem to be much better. Case type: pka 3.0¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review a review of device history records shows that rob408 was inspected on (B)(6) 2016 and was handled. A review of the data revealed that the non-conformance is not related to the failure alleged in this complaint. Complaint history review a search of the complaint database under device identification pn 209999 reports no similar complaints for pka software - other. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
This pi is for patient 3 of 3. (B)(6) surgery (B)(6) 2019. Right knee. As reported by surgeon: attached are xrays of three patients I previously discussed. All have concerning radiolucencies underneath the tibial baseplate that appeared several months post op. Thus far, none have required revision but all have some degree of pain (mostly medial). Again I never saw this prior the mics transition. Let me know your thoughts and if any other surgeons have seen this issue. More recently, I have been using a 2mm drill to perforate the sclerotic tibial surface to promote better cement interdigitation and my results seem to be much better. Case type: pka 3.0.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for patient 3 of 3. (B)(6) y/o male, surgery (B)(6) 2019. Right knee. As reported by surgeon: attached are xrays of three patients I previously discussed. All have concerning radiolucencies underneath the tibial baseplate that appeared several months post op. Thus far, none have required revision but all have some degree of pain (mostly medial). Again I never saw this prior the mics transition. Let me know your thoughts and if any other surgeons have seen this issue. More recently, I have been using a 2mm drill to perforate the sclerotic tibial surface to promote better cement interdigitation and my results seem to be much better. Case type: pka 3.0.